Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing.

Event description:
During preparation, when the catheter was opened the connecting cable plug was noted to be frayed. The catheter was replaced to resolve the issue. There was no patient involved.

Manufacturer narrative:
Additional information: g3, g6, h2, h6.